Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance, cardiosave intra aortic balloon pump (iabp) failed pim leak test three times. There was no patient involvement.